Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during knee arthroscopy, the camera head spontaneously stopped working, whereby, after a few minutes of working perfectly well, the color bar screen came on to the screen. The camera buttons would no longer function. It was unplugged then plugged back in where it functioned normally again, however, the same problem reoccurred a few minutes later. A backup device was available to complete the procedure with no significant delay or patient injuries. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation. There was a relationship found between the subject device and the reported incident. An analysis of the provided image shows a screen display with color bars. The complaint has been confirmed. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include a damaged cord or faulty image sensor. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
The reported device, used in treatment, was returned to the designated complaint unit for independent evaluation. There was a relationship found between the subject device and the reported incident. Visual inspection of the returned device did not identify any issues. Functional evaluation revealed that the device abruptly shuts off after white balancing with no image display. An analysis of the provided image shows a screen display with color bars. The complaint has been confirmed and the root cause has been associated with an electrical component failure. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include a damaged cord or faulty image sensor. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. No containment or corrective actions are recommended at this time.